Event description:
Complaint received from (B)(6), synthes quality engineer. Noted during express care incoming inspection in monument. Tip is broken.

Manufacturer narrative:
Medwatch filed in error. Manufacturer is (B)(4) who has been notified of the complaint. Depuy synthes spine is a distributor for this product therefore is not responsible for reporting any complaints associated with the use of this product.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.